Event description:
During vf induction for dfts, device lost telemetry and was locked giving a 50hz burst for aprox 30 sec. During this time the pt is in vf and refractory to rescue shocks. Burst stopped spontaneously and pt broke, no neurological deficit documented. Dates of use: 2008. Diagnosis or reason for use: sudden cardiac death prevention.